Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -9.0/0.5/093 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a same model and length lens due to low vault without rotation. This resolved the problem. Cause of event was reported as unknown.